Event description:
Pt implanted in both oral commissures 3/16/98. Onset of infection 4/24/98 in perioral. Pt treated with keflex, hibiclens, and polysporin 4/24/98 and kenalog on 4/27/98. Implant excised on 5/18/98 and explanted 5/18/98.